Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with d&c, hysteroscopy and thermachoice endometrial ablation due to dysmenorrhea and menorrhagia.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that the patient had hysterectomy done in 2012. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, and other outcomes. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008, and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infections and recurrence of stress urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent suction d&c on (B)(6) 2012 due to missed abortion. It was reported that patient underwent laparoscopic bilateral tubal ligation on (B)(6) 2012 due to desire surgical sterility. It was reported that patient underwent robotic total laparoscopic hysterectomy and lysis of adhesions on (B)(6) 2013 due to fibroids and dysmenorrhea. No additional information was provided. (B)(4).